Event description:
The clamp holding the natus eds 3 csf external drainage system in place on the IV hold to provide accurate fluid level and management snapped at the bottom site that secures the clamp to the IV pole. A new clamp was obtained and no harm to the patient. It is unclear if a defect in the plastic, or user error. Unfortunately the clamp was discarded preventing further evaluation, no pictures were obtained prior to discarding the item.